Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06739 it was reported that the patient's right atrial and right ventricular leads exhibited noise. The leads were removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: g3 should be (B)(6) 2021.

Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 33.8 ¿ 33.9 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.